Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported under infusion has been identified as a user programming error. The infusion rate was reported to be 14ml/hr (1400units/hr); however, the log review confirmed that the suspect device was programmed with a dose of 14 units/hr, which resulted in a rate of 0.14ml/hr, and was allowed to infuse for one (1) hour. Investigation summary: the report of an under infusion of heparin was confirmed through a review of the device logs and was determined to be due to a user programming error. The infusion rate was reported to be 14ml/hr (1400units/hr); however, the log review confirmed that the suspect device was programmed with a dose of 14 units/hr, which resulted in a rate of 0.14ml/hr, and was allowed to infuse for one (1) hour. The devices were not returned for this investigation; therefore, an inspection and testing could not be performed. The facility provided the pcu s/n (B)(6) and pump module s/n (B)(6) event logs. The dataset was not returned for investigation. Therefore, some programming parameters and drug information could not be confirmed. The event date was reported as 08 april 2025 at 6:55 pm. The pump module event log showed the device in use on (B)(6) 2025 attached to the pcu s/n (B)(6) as channel a. At 7:23 pm the user programmed an infusion with the drug ID 233, dose of 14 units/hr, drug amount of 2500 units, diluent volume of 250 ml, rate of 0.14 ml/hr and volume to be infused (vtbi) of 250 ml. The infusion started with a primary volume infused (pvi) of 361.262 ml. At 7:25 pm the user locked the panel of the devices. Between 8:18 pm and 8:23 pm, the user attempted to pause the infusion four (4) times and pressed the "channel off" button three (3) times. However, since the panel of the devices was locked, these actions were invalid. At 8:26 pm the user unlocked the panel of the devices and channeled off with a pvi of 361.387 ml. Between 7:23 pm and 8:26 pm the total volume infused was 0.125 ml. The bd alaristm system with guardrailstm suite mx user manual v12.3.2 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
The customer initially requested a review of the device logs. The customer later provided additional information detailing the event. It was reported there was an under infusion of heparin (25,000 units in dextrose 5% in a 250 ml bag) to a patient admitted for right leg weakness. The heparin used for anticoagulation nomogram and was intended to infuse at a rate of 14ml/hour with a dose of 1400 units / hour. During transfer of the patient, it was noticed that the medication was infusing at 14 units / hour.